Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lump/nodule.

Event description:
Healthcare professional reported "palpable mass left breast. Mammogram and ultrasound diagnosed silicone implant rupture". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "palpable mass left breast. Mammogram and ultrasound diagnosed silicone implant rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage. ¿ lump/nodule: unable to observe since it is not related to the device. As per the investigation procedure was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.